Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828825pl) was implanted in an unknown date. A week later it was explanted because the patient had some issues. The valve was set at setting 8 to virtually turn it off. No additional information was provided after several attempts.